Manufacturer narrative:
Patient information was unavailable from the site. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No parts have been received by the manufacturer for evaluation. A replacement touch screen monitor had been previously shipped to the site but never used. The medtronic rep used this monitor to replace the broken one. The issue was resolved with the replacement. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a case, the surgeon monitor would go black. A reboot of the system would solve the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.